Manufacturer narrative:
The pod was received for evaluation fully deployed. Inspection of the soft cannula did not find it to be bent or kinked. The pod data indicated there was no struggle to deliver insulin. No damages were noted to the soft cannula, housing, or the formed needle under magnification that could have contributed to the reported infusion site events. The exact cause of the reported event could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 470 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site leg, the pod's cannula was found bent. Pain and swelling at the infusion site were also reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone12.1 cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.